Event description:
It was reported that the patient experienced testicular and lower back pain a year after an artificial urinary sphincter (aus) implant. No additional information was reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use (IFU). Device history record (DHR) review: DHR and ship history reviews cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. The ams 800 IFU lists pain as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced testicular and lower back pain a year after an artificial urinary sphincter (aus) implant. No additional information was reported.